Manufacturer narrative:
(B)(4).

Event description:
It was reported that pneumothorax was observed three days post device upgrade procedure. It was mentioned that the upgrade procedure was difficult due to difficulty in finding access on the patient¿s left side. A chest drain was inserted to address pneumothorax before device check and additional surgery was performed for rv lead revision. Patient is recovering.